Manufacturer narrative:
(B)(4) d10: unknown all poly freedom unknown, unknown stem unknown , unknown cup unknown . G2: foreign: australia . Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised for unknown reasons. The all-poly freedom liner was explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2 upon receiving additional information, it was determined this product should not have been reported as the device did not cause or contribute to the reported event. This report should be voided.

Event description:
No additional event information to report at this time.